Manufacturer narrative:
Pump passed self-test, however, constant pump error 37 noted during rewind due to stuck motor slide and dried insulin on motor slide. Corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 37 on 03/07/2024 17:39:13.000 and pump error 42 on 03/07/2024 17:39:13.000 in pump downloaded history due to stuck motor slide. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 37 noted during rewind. The pump history download confirmed the pump alarmed pump error 37 and pump error 42 in due to stuck motor slide and dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37: drive count/time values or changes incorrect for moving or coasting. Too slow or too fast, pump error 42: drive count error boundaries exceeded after movement. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a pump error. Troubleshooting was performed and found that the pump was able to clear the error and pump passed displacement test, self test. The insulin pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the insulin pump.